Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported that while the surgeon was turning the screw to extract it, it snapped and about half of it was still in the patient¿s skull. The surgeon attempted to remove the remaining part of the screw with a coker, but was unable to hold onto it. It was determined that the screw was made of titanium, so it was left in the patient¿s skull, as the surgeon was most concerned with MRI feasibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the physician had difficulty removing the screw from the framing components. One of the screws sheared in half. The screw remains implanted. No further complications were reported. The patient was implanted for unknown deep brain stimulation (dbs) therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.